Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to tw (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, when the heart string body is inserted into the aorta, the plunger is pushed, and the delivery system is pulled back, the heart string does not expand and comes out of the hole of the aortic punch. Judging that it could not be used, another heart string iii (same lot) was used in the same way, but it was also abandoned due to poor deployment. Therefore, switch to the side clamp and continue ope. There is no additional incision. Np procedural delay. There is no particular problem with the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - device problem code changed. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿jun 2021¿ through ¿sep 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
Related to tw (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, when the heart string body is inserted into the aorta, the plunger is pushed, and the delivery system is pulled back, the heart string does not expand and comes out of the hole of the aortic punch. It was released after the aorta was inserted, but it was poorly deployed in the aorta. Judging that it could not be used, another heart string iii (same lot) was used in the same way, but it was also abandoned due to poor deployment. Therefore, switch to the side clamp and continue ope. There is no additional incision. No procedural delay. There is no particular problem with the patient.